Event description:
Reporter indicated a vns patient was hospitalized on (B)(6) 2011 due to increased seizures. The level of the seizure increase in relationship to pre-vns baseline levels is unknown. No other interventions were done for the seizures. The vns magnet did abort the seizures. Attempts for further information are in progress.